Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that cubie pocket in half height pocket b2 in drawer 2.1 not opening. The customer was notified of this information and requested the field service engineer dispatch to be cancelled. However, the customer resolved the issue. The system functioned as intended after serviced the device.

Event description:
It was reported by the customer that the pyxis medstation es system cubie pockets wont open. A customer reported that the user was unable to remove medications from one pocket, although another adjacent pocket contained the same medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system cubie pockets b2 was not able to open. The customer stated that they were able to get meds from another location. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue has been resolved by the customer and requested customer to cancel the field service engineer dispatch. The system functioned as intended after the customer resolved the issue.